Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - unit is shutting down when running on battery power.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit is shutting down when running on battery power is confirmed. The sr8 was powered on at 82% battery life and ran for around 40mins before shutting down with 53% battery life still on the scanner. The root cause is the internal battery failed. The device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - unit is shutting down when running on battery power.